Manufacturer narrative:
Initial testing at the user facility occurred on (B)(4) 2012. Initially, the ac power cord was to be returned to the service center for further testing; however, the ac power cord was not received. Hospira could not complete the testing and investigation on the power cord associated with the reported event. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device ac power cord ground prong was broken. The device was brought to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming or event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.